Manufacturer narrative:
Additional manufacturer narrative: (B)(4). The device was not returned to edwards for evaluation. Attempts to retrieve the device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Photos provided by the customer were evaluated and image evaluation confirmed customer report of regurgitation due to suture loop. Evaluation was performed through two color images provided by the customer. Both images show the valve at the outflow aspect. Suture track indentations are visible on one of the leaflets near the commissure. This indicates the suture was looped around the commissure. Sutures remained attached around the sewing ring. No other inconsistences are visible. Suture looping may occur during a mitral valve replacement due to a surgeon inadvertently looping a suture over one of the commissural posts. This is not a result of product malfunction; however, this may result in mild to severe regurgitation and if undetected while still on bypass, it may require subsequent re-intervention. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. The type and cause of regurgitation varies depending upon multiple factors. Often moderate to high regurgitation requiring reoperation in the early post-operative period is due to procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficiency hemodynamics and longer tissue durability. Based on the information received surgical technique and patient factors likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 27mm mitral valve was implanted and on post operative day five (5) ultrasound found moderate-severe mitral regurgitation. Patient had the 27mm mitral valve explanted on post operative day nine (9). The physician noted that one (1) leaflet of the valve was injected with chordae tendineae. The explanted device was replaced with a 27mm non-edwards mechanical valve. Patient was reported to be stable.

Manufacturer narrative:
Device evaluation: the x-ray demonstrated that the wireform was intact. Suture track indentation was observed on leaflet 3 near commissure 1. This indicates the suture was looped around commissure 1. Suture holes were observed around the sewing ring and one suture remained attached near leaflet 3. Customer report of regurgitation was visually confirmed due to suture loop.